Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When it's provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
During the priming of the oxygenator priming solution leaked from the gas outlet.

Manufacturer narrative:
Date was not entered in the initial MDR. Manufacturer date: 07/25/2016.

Event description:
During the priming of the oxygenator priming solution leaked from the gas outlet.

Manufacturer narrative:
Investigation was performed on the product and it was determined that the event was confirmed to be caused by delamination of diffusive fibers. There is a CAPA already in place for this defect. This product was produced prior to implementation of the CAPA, so no additional corrective actions are required at this time. (B)(4).

Event description:
During the priming of the oxygenator priming solution leaked from the gas outlet.